Event description:
It was reported that the fiber was not recognized by the laser. The fiber was replaced, and the procedure was completed using the replacement. There were no patient complications. Analysis of the returned fiber identified the fiber body was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported fiber could not be recognized event was not confirmed. As visual analysis identified the fiber was broken in three pieces. The connector is completely separated from the fiber and the connector hub is separated from the connector heat shrink. In addition, there was a kink near the tip. Further visual inspection performed on the tip showed that it had normal degradation and the fiber jacket had burn marks. The fiber was unable to be connect to the console; however, the fiber did show signs of usage. Lastly, the connector face exhibited burn marks on the face. Based on analysis results, it is likely that the procedural conditions and interaction of the fiber and console may have led to the connector overheating causing the burn marks observed on the connector face, this overheating then led to the connector separation that was observed. In addition, the kink that was observed on the fiber body was likely also due to the procedural handling of the device during set-up and use. The IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged.